Event description:
It was reported that during use the implantable pulse generator (ipg) was re-programmed due to suspected premature battery depletion. The ipg remains in use. No patient complications have been reported as a result of this event.